Event description:
I purchased the lenire device from an audiology clinic located in the (B)(6) area. After using the device as instructed by the clinic for the suggested 12-week period, plus an additional 4+ weeks, the results were disappointing. I did not experience a significant improvement with my tinnitus symptoms. I regret spending the approximately (B)(6) for the lenire device. As a side note, I have been in contact with another client of the (B)(6) clinic. She also purchased the lenire device and stated to me that her results were similar to mine. I found the employees of the clinic I purchased the device from to be intelligent and caring, so my experience is no reflection on them. While I was told in advance by the clinic that there is no trial periods and no refunds for the lenire device, I still find this was odd because I purchased hearing aides (in hope they would improve my tinnitus) from a licensed hearing aide specialist and they offered a trial period with a full refund if I was not satisfied with the hearing aides. As it turned out, I did return the hearing aides within the trial period and I did receive a full refund. I wish the lenire device had the same return policy as those hearing aides.